Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there is a patient who used to have kinetra, and later switched to activa pc with adapter. The patient had an implantable neurostimulator (ins) replacement from an activa pc to percept pc on (B)(6) 2023. The patient has still the old (2 pin connector) extension implanted with a pocket adaptor. However, after the surgery, high impedance values were measured. No symptoms were reported. Due to the local hospital needing support with setting up the patient programmer (pp), the manufacturer representative (rep) met the patient. According to the patient, the cause of the problem was a fractured extension. Speculated to be either by scalpel or with plasma blade (unconfirmed). The patient waited a couple of days and then they replaced the extension.